Event description:
It was reported to tyco kendall that after using a safety syringe with needle, the nurse pulled up the safety shield, but did not lock it, and sustained a needlestick. They did not know that they had to lock the safety shield in place, not to even pull until they heard/felt the click for the transport position - had not been inserviced. Lot number not known, sample not available.